Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the distal end of the glass cap/fiber is detached and returned; the metal cap is detached and returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe char and a piece of charred metal at the distal side is detached. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that the first fiber tip was spinning @ 144,968 joules. The second fiber tip was spinning and then detached @ 105,688 joules after 33 minutes. The fiber was flushed from the bladder. Glad volume 180 ml. The procedure was completed using a third fiber. There was "no patient injury" reported. This report is for the second fiber.